Manufacturer narrative:
Batch records, final and qc product were reviewed for lot cov1120116. No abnormal issue was found in the manufacturing process, technical testing and control inspections complied with the dmr. Retained samples were checked and no abnormalities were found and met with the qc criterion. The issue could not be reproduced.

Event description:
False positive result(s). Customer's father reported that his son tested 4 times with the flowflex and is always reading positive but when he tests with a non-acon antigen test he's negative. He also tested with a pcr test and was negative. Customer doesn't not think the kit is reading correctly.